Manufacturer narrative:
(B)(4). The lot was manufactured from june 16, 2014 to june 17, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed the yellow coil cap had separated from its housing. The coil cap separation was determined to be caused by malformed housing. The reported issue was verified through evaluation. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yellow coil cap of a small volume infusor separated from the housing. This occurred during filling with an unspecified solution and after a non-baxter adaptor was connected to the infusor¿s luer lock. There was no patient involvement. No additional information is available.